Manufacturer narrative:
Installation support was provided to the reporting facility. Therefore, the device will not be returned for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Installation support.

Event description:
Per biomed - the device gives them the green indication and everything looks like the PICC is placed perfectly but they get an x-ray and find that it is too deep. This has been happening occasionally over the last few months.